Event description:
It was reported that during an in-clinic visit and upon interrogation, the pulse generator exhibited a diagnostics anomaly. Exposure to electrocautery during a previous procedure was suspected. A firmware download was successfully performed and normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.